Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rubber gasket on the distal end of the femoral broach is missing; stem trials will not hold onto broach.

Manufacturer narrative:
Examination of the submitted broach revealed the "o" ring component is missing. Although this component was not returned for examination, initial reporting stated there was no patient involvement. A two-year search of the complaint database did not reveal any trends of assembly concerns for product code 961683 univ rev fem broach 31mm. The root cause is attributed to wear out. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.